Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a patient experienced blood loss on a fresenius 2008t machine after the blood pump pinched the bloodlines (brand unknown) during hemodialysis (hd) treatment. The biomed stated that the blood pump rotor tubing guide pinched the tubing which caused it to burst. The patient's estimated blood loss (ebl) was approximately 100 ml. The patient did not experience a serious injury, adverse event, or require medical intervention. The patient was able to complete treatment on the same machine after the supplies and blood pump rotor were replaced. The biomed stated the part was available to be returned to the manufacturer for a physical evaluation. Additional information was requested, however a response was not received.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.